Event description:
It was reported to boston scientific that a navigator hd was used during a procedure on (B)(6) 2014. According to the complainant, during the procedure, the shaft of the sheath was slit. There were no detachment of any part of the device. The patient condition was reported to be stable at the conclusion of the procedure.